Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, loss of capture and loss of sensing was noted on the right atrial lead. An echocardiogram was performed, and it was noted that the patient had pericardial effusion which was suspected to be caused due to lead perforation and pericardiocentesis was performed. The right atrial lead was repositioned on (B)(6) 2019. The patient was stable post procedure.